Event description:
It was reported that an unspecified number of bd phaseal optima connectors (c35-o) experienced a loose injector or separation of the injector and mating component. Product defect was noted during use. The following information was provided by the initial reporter: reports of injector/connector coming apart. When using the clamp properly it holds them together. Would like to know what bd is doing to fix the disconnect problem as they believe the clamp is a band aid for this problem. Patients at home report the clamp spontaneously comes apart around 24 hours and they can¿t reconnect the clamp. I instructed on how to pull back the level on the clamp but they don¿t think this is a fix to the problem and said their patients can¿t be expected to do this. Product verified to be optima. Lot codes requested.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd phaseal optima connectors (c35-o) experienced a loose injector or separation of the injector and mating component. Product defect was noted during use. The following information was provided by the initial reporter: reports of injector/connector coming apart. When using the clamp properly it holds them together. Would like to know what bd is doing to fix the disconnect problem as they believe the clamp is a band aid for this problem. Patients at home report the clamp spontaneously comes apart around 24 hours and they can¿t reconnect the clamp. I instructed on how to pull back the level on the clamp but they don¿t think this is a fix to the problem and said their patients can¿t be expected to do this. Product verified to be optima. Lot codes requested.